Event description:
Affiliate reported, overdrainage was noted and device needed to be replaced. It was implanted in 2008, and replaced in the same month.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.